Event description:
It was found during investigation of an unrelated event that the patient had expired 25 days after implant. Information regarding the circumstances surrounding the death have been requested and not yet received. No complaints or allegations against the system or any of the individual components have been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional follow up is still pending.